Event description:
It was reported that: "when surgeon tried removing ceramic liner, the instrument tip bent on both pieces of instrument."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Additional lot number and manufacture date: (B)(4) 2005 for lot # fzk206.